Event description:
It was reported that the lateral poly insert was no longer fully engaged at the medial aspect. Revision surgery occurred to replace the poly inserts.

Manufacturer narrative:
It was reported that the lateral poly insert was no longer fully engaged at the medial aspect. Revision surgery occurred to replace the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Manufacturer narrative:
It was reported that the patient's knee is locking due to unknown complications. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient's knee is locking due to unknown complications. Revision surgery is planned to exchange the poly inserts.